Event description:
A malfunction alarm with code malf 9 was reported, and a support call was initiated. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl, and was therefore within the normal range. Technical support assisted the customer with resetting the pump by providing pump reset information, although further actions were temporarily halted when the call was dropped. Cts was unable to reach patient.